Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. The foot control device was evaluated and the reported condition that the device was leaking oil was not confirmed because the pretest could not be completed because of the cracked glass on the gauge and oil contamination. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the issue with the cracked gauge was due to mishandling of the device by dropping or hitting the device against something breaking the glass on the gauge. It was further determined that the issue with the oil contamination was due to normal wear over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during pre-surgery testing, it was observed that the foot control device was leaking oil. It was reported that there was no delay to a planned surgical procedure as an unspecified spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.